Event description:
It was reported, after the valve was implanted and the pt came off pump, the surgeon noticed an excessive amount of bleeding circumferentially at the site where the valsalva graft is sewn onto the sewing cuff of the valve. The surgeon used bioglue and thrombin to stop the bleeding. The pt was transfused 2 units of blood. Add'l info has been requested.